Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to verify error alarm and perform all functional testing including, the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarm.

Event description:
The customer reported being hospitalized due low blood glucose of 16mg/dl. The customer stated that she was off the insulin pump before her admission. The caller mentioned that the insulin alarmed motor error. Troubleshooting was performed, and the alarm history showed the alarm. The drive support cap appears to be normal. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.